Event description:
Implanted (B) (6) 2010. Patient treated for infection and device removed (B) (6) 2010. Lab test stated 'very light growth propionibacterium species'. Cause of the infection unk, but most probable cause is contamination during surgical procedure.